Event description:
This patient was enrolled in (B)(4) clinical trial, and was randomized to the bare platinum treatment arm. The patient had a ruptured, daughter sac, sidewall aneurysm in the right superior hypophyseal artery. An aneurysm rupture was experienced (an anticipated adverse event) during manipulation and placement of the third coil which is thought to have caused avulsion of the aneurysmal neck from the parent artery leading to brisk sub-arachnoid hemorrhage (hunt and hess grade 1). Immediate inflation of a remodeling balloon was performed, protamine was given to reverse the effect of heparin, and an external ventricular drain was inserted. ((B)(4)). Multiple devices were used during this treatment. The user did not indicate the mcs coils were the cause of the incident. We are reporting as it was one of many devices used during an adverse event.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint samples could not be performed as they were not returned for evaluation. The root cause of this complaint cannot be determined. The device in complaint does not appear to be the cause of the incident.